Manufacturer narrative:
Unit had broken reservoir tube lip, missing reservoir tube o-ring. Unit test reservoir does not lock in place properly and unable to perform the displacement test due to the missing reservoir tube o-ring, and broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had scratches during normal use of device. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.